Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer¿s high blood glucose level was 493 mg/dl and the low blood glucose level was 47 mg/dl. Customer stated that the blood glucose 394 mg/dl. Customer needs a medical attention at that time the blood glucose was 52 mg/dl. Customer stated that the last blood glucose was 210 mg/dl. Customer not keeping any food and the blood glucose was 282 mg/dl. The customer was treated with food and manual injection. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.